Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting loosening of the femoral component. Pain and swelling noted. No signs of infection but abundant particulate synovitis noted. Cystic changes noted under the patellar component and in the patellar bone. Some calcifications medial to the tibia and some undermining in this area. Erosion of the medial tibial condyle noted. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00999.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#: 00597206535 all poly patella standard size 35 mm diameter 9.0 mm thickness cemented lot#: unknown; item#: 90595204017 articular surface with locking screw this product replaces 00-5952 series articular surfaces use with plate 5,6 lot#: 62075381.

Event description:
Initial right total knee arthroplasty performed approximately 13.5 years ago. Subsequently, the patient underwent a revision of the tibial components approximately 6 years later due to pain, stiffness, and osteolysis. The patient underwent revision of the femoral and patellar components on two months ago due to pain and loosening. During the revision, synovitis, cystic changes, bone changes, and loosening of the femoral component was noted. The revised tibial components were left intact and all other components were exchanged without complication.